Event description:
It was reported that during the implant procedure, a competitor guidewire was used to place the lead in the target vein. It was difficult to push the lead over the guidewire to the target position. The guidewire then could not be removed from the lead. A new lead and a new guidewire were then attempted and the same issue occurred and that guidewire got stuck in the second lead. A new lead and a new guidewire were then attempted and the lead was implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the distal conductor was obstructed. The distal end/electrodes of the lead were extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the guidewire insertion test was failed. Destructive analysis was performed, and found the distal conductor obstructed because the distal end was damaged. The tip seal was damaged, it pulled back inside of the distal conductor. If information is provided in the future, a supplemental report will be issued.